Event description:
The skater drain chest tube was placed on [date redacted]. Removal of the chest tube a week later resulted in retention of the retention string. Multiple attempts to remove the string were unsuccessful. It was removed the next morning by a surgeon at the bedside.